Event description:
A customer obtained a nonreproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros 5600 integrated system. Patient sample: 3.31 ng/ml vs expected result < 0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory; however, tropi es testing was repeated on the affected sample and a corrected report was issued. There is no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the two unexpected vitros troponin I es results could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation determined that there was indication that an unexpected reagent malfunction or an unexpected vitros 5600 system performance had contributed to the event.